Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 20 mmol/l (360 mg/dl) it was noted that the needle deployed early. Pod was not worn. Hyperglycemia treated with a new pod.